Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an error 211.2000. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 211.2000 technical support- 1. Check door harness for any damage wires from logic board to display board. 2. If error shows after the display self test, replace logic board. 3. If the display self test does not light up and the error occurs, replace display board. 4. Return the module to the factory. The unit did not do a display self test and would error. Biomed check door harness and looked good. Gave part number to display board and biomed will order to repair unit. A review of the device history record showed the device had a manufacture date of 18may2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the findings, technical support was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported by the customer that the device had an error 211.2000. There was no patient involvement.